Event description:
The pt was diagnosed by an ent physician with a "non-specific pharyngitis" that could have been consistent with chemical burns or with an infection. Previously observed exudate was not present. The pt was treated with antibiotics and there has been no further contact from the pt.